Manufacturer narrative:
(B)(4). This was a report of a leak. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient failed to follow therapy steps and connected a patient extension set to already used supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension line was leaking during peritoneal dialysis therapy. This occurred during dwell one of four. The patient was connected at the time of the event. It was stated that patient disconnected the patient extension line and connected a new one to the disposable set. The technical service representative assisted in ending therapy and reviewed proper procedure. The patient would restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.